Event description:
A malfunction alarm, specifically a malf 16 code, was reported. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections as a backup insulin therapy. A replacement pump with updated software was sent, and the customer was instructed on how to handle the return of the malfunctioning pump and the steps to take with the new equipment.